Event description:
The svc report shows that while performing an incoming evaluation, the device failed to cycle on ac power and switch to internal battery within spec. The co's svc tech inspected the device and noted that the internal battery was missing. The svc tech replaced the internal battery pack. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.